Event description:
Caller reported a malfunction on pump, identified by malf 12 code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue recurs, which they acknowledged and understood.